Event description:
It was reported that this right ventricular (rv) lead exhibited episodes of oversensing, noise was also noted on the rv. Technical services (ts) was consulted and confirmed no inappropriate therapy was delivered. After testing, a lead insulation break was confirmed and shock impedance high out of range was present. The patient will have a lead replacement in the future. The lead remains in service up till this moment. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this right ventricular (rv) lead exhibited episodes of oversensing, noise was also noted on the rv. Technical services (ts) was consulted and confirmed no inappropriate therapy was delivered. After testing, a lead insulation break was confirmed and shock impedance high out of range was present. The patient will have a lead replacement in the future. The lead remains in service up till this moment. No adverse patient effects were reported.